Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to emergency room with low cardiac frequency. It was noted that the implantable cardioverter defibrillator was unable to be interrogated due to backup vvi mode. The physician alleged premature battery depletion. The device was explanted and replaced. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The reported field event of bvvi mode and premature depletion were confirmed in the laboratory. Bvvi mode was a por reset which was caused by a depleted battery. Longevity estimation was performed and the battery voltage was found to be lower than expected. The cause of premature battery depletion could not be determined.